Event description:
Reporter indicated that the site was having difficulties establishing communication with patient's generators, and sometimes could not establish communication at all. Troubleshooting was performed which did not resolve the issue. The device was returned for analysis, which confirmed that the communication difficulties were due to intermittent conductors in the serial data cable running from the programming wand to the handheld computer. Once a known good serial data cable was substituted, the communication difficulties resolved, and no other anomalies were observed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.